Event description:
In 2009, the patient reported that for the past week, he has had elevated blood glucose readings from 190-200 mg/dl with his recommended range being 120-130 mg/dl. He stated that a week prior, he was out dancing and his blood glucose elevated to 250 mg/dl. He bolused 8 units of insulin via his infusion device and 1 hour later, his reading was 325 mg/dl. He gave himself a 15 unit injection of insulin and his blood glucose decreased within the hour. On follow up with the patient, he states he is doing well since he received his replacement device. His blood glucose has remained around 137 mg/dl. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.